Manufacturer narrative:
For the I/a handpiece: no sttl threaded handpiece was received at the manufacturing facility for evaluation of tass. One lot number was identified with this complaint, which was manufactured september 2009. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A complaint history review for the lot indicates that this is one of six tass complaints for this lot. Because a sample has not been returned, the root cause for the handpiece complaint issue cannot be determined. Instruction on cleaning for this reusable handpiece is present with the directions for use pamphlet. All handpieces are 100 percent inspected by trained operators using 15x magnification during manufacturing and are cleaned prior to their release. No additional action is required at this time. For the viscoelastic: no sample was returned and no lot information was provided. The root cause of the event cannot be determined. For the consumable: as the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not return a sample for this investigation. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. For bss: no sample or lot code was provided by the customer. A review of the complaint history for the facility shows that this facility has reported 6 cases of tass and one case for eye infection. Because there was no sample or lot code provided, the root cause of the complaint condition cannot be determined. (B)(4).

Event description:
A surgeon reported that a pt presented with tass (toxic anterior segment syndrome) one day following cataract with intraocular lens implant procedure. It was noted that the surgeon rinses his powdered gloves before each case. On (B)(6) 2013 is was reported that the pt is improving.